Event description:
It was reported that lee forsberg experienced an issue with insulin being in the cartridge, but the system was incorrectly indicating no insulin and was disconnecting from the dexcom sensor. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and did not provide additional information regarding the outcome of the event.